Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's concurrent conditions included bleeding breakthrough and uti. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/ vaginal),"), urinary tract infection ("infection (bladder/urinary tract/ vaginal),"), vaginal infection ("infection (bladder/urinary tract/ vaginal),"), migraine ("migraine headache") and back disorder ("back problem"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia, dyspareunia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine and back disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered back disorder, cystitis, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's concurrent conditions included bleeding breakthrough and uti. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/ vaginal),"), urinary tract infection ("infection (bladder/urinary tract/ vaginal),"), vaginal infection ("infection (bladder/urinary tract/ vaginal),"), migraine ("migraine headache") and back disorder ("back problem"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy and cystoscopy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on 26-mar-2014. At the time of the report, the pelvic pain was resolving, the menorrhagia, dyspareunia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine and back disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered back disorder, cystitis, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Outcome of event pelvic pain updated to recovering/resolving and for bleeding it was updated to recovered/resolved incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's past medical history included multi gravida and parity 4 (21mar1998; 27sep2000; 06may2003; 29aug2007, 28dec1995 had baby with trisomy 18 passed away 5 months and 22 days later.). Concurrent conditions included bleeding breakthrough and uti. Concomitant products included hydrochlorothiazide, normensal (ovcon), oxycocet (percocet) and vicodin from 12-jul-2012 to 26-mar-2014. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced migraine ("migraine headache"). On (B)(6) -2012, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/ vaginal),"), urinary tract infection ("infection (bladder/urinary tract/ vaginal),"), vaginal infection ("infection (bladder/urinary tract/ vaginal),"), back disorder ("back problem"), depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems: mental anguish"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on 26-mar-2014. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea was resolving, the menorrhagia, abdominal pain, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, back disorder, depression and anxiety outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter updated. Events added: depression, anxiety and dysmenorrhea (cramping). Outcome of event dysmenorrhea and painful intercourse was recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 34-year-old female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's medical history included multi gravida, parity 4 ((B)(6) 1998; (B)(6) 2000; (B)(6) 2003; (B)(6) 2007, (B)(6) 1995 had baby with trisomy 18 passed away 5 months and 22 days later.), blood pressure high and back disorder. Concurrent conditions included bleeding breakthrough and uti. Concomitant products included ethinylestradiol;norethisterone (ovcon), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2012 to (B)(6) 2014, losartan and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraine headache"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/ vaginal),"), urinary tract infection ("infection (bladder/urinary tract/ vaginal),"), vaginal infection ("infection (bladder/urinary tract/ vaginal),"), back disorder ("back problem"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems: mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and partial hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved, the abdominal pain, vaginal haemorrhage, cystitis, migraine, back disorder, depression and anxiety outcome was unknown and the dyspareunia and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, back disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 34-year-old female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's medical history included multi gravida, parity 4 (21mar1998; (B)(6)2000; 06may2003; (B)(6)2007, (B)(6)1995 had baby with trisomy 18 passed away 5 months and 22 days later.), blood pressure high and back disorder. Concurrent conditions included bleeding breakthrough and uti. Concomitant products included ethinylestradiol;norethisterone (ovcon), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6)2012 to(B)(6)2014, losartan and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced migraine ("migraine headache"). On (B)(6)-2012, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). On(B)(6)2013, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/ vaginal),"), urinary tract infection ("infection (bladder/urinary tract/ vaginal),"), vaginal infection ("infection (bladder/urinary tract/ vaginal),"), back disorder ("back problem"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems: mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and partial hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved, the abdominal pain, vaginal haemorrhage, cystitis, migraine, back disorder, depression and anxiety outcome was unknown and the dyspareunia and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, back disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: pif received- new events bladder problems, urinary problems, vaginal discharge were added. Event outcome of bladder/ urinary problem were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 34-year-old female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's medical history included multi gravida, parity 4 ((B)(6) 1998; (B)(6) 2000; (B)(6) 2003; (B)(6) 2007, (B)(6) 1995 had baby with trisomy 18 passed away 5 months and 22 days later.), blood pressure high and back disorder. Concurrent conditions included bleeding breakthrough and uti. Concomitant products included ethinylestradiol;norethisterone (ovcon), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2012 to (B)(6) 2014, losartan and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraine headache"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On an unknown date , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/ vaginal),"), urinary tract infection ("infection (bladder/urinary tract/ vaginal),"), vaginal infection ("infection (bladder/urinary tract/ vaginal),"), back disorder ("back problem"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems: mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and partial hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved, the abdominal pain, vaginal haemorrhage, cystitis, migraine, back disorder, depression and anxiety outcome was unknown and the dyspareunia and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, back disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new events bladder problems, urinary problems, vaginal discharge were added. Event outcome of bladder/ urinary problem were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a robotic hysterectomy and bilateral salpingectomy due to complications). Essure was removed. At the time of the report, the pelvic pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's concurrent conditions included bleeding breakthrough and uti. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/ vaginal),"), urinary tract infection ("infection (bladder/urinary tract/ vaginal),"), vaginal infection ("infection (bladder/urinary tract/ vaginal),"), migraine ("migraines") and back disorder ("back problem"). The patient was treated with surgery (underwent a robotic hysterectomy and bilateral salpingectomy due to complications) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine and back disorder outcome was unknown. The reporter considered back disorder, cystitis, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs+mr: new events: vaginal haemorrhage, cystitis, genital haemorrhage, urinary tract infection, vaginal infection, migraine, device monitoring procedure not performed, back disorder were added. Reporter, patient demographic information, product lot number, concomitant diseases added. Previously reported event ¿menorrhagia¿ upgraded. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.